Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (excessive alarms and messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the alarms and failure was isolated to an intermittently open pulse wire in the cable connecting the distribution node (dn) and the root cause for the open wire was excessive force on the cable section. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was causing excessive gonging and arrhythmia alarms.